Event description:
Treatment of a basilar aneurysm with onyx. It was reported that onyx could not be visualized during injection through the ultraflow catheter. Injection was stopped and the physician noted the patient has thrombus. A CT scan was performed and onyx was noted in the basilar and p1 vessel. It was reported the patient is severe handicap.

Manufacturer narrative:
The vial of onyx was returned for evaluation, but did not contain enough of the embolic solution to perform testing. Radio-opacity test was performed on the retained sample from the same lot and was found to be within specification. (B)(4)